Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room and hospitalized for low blood glucose (21 mg/dl). Customer declined to provide additional information to tandem technical support. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Quality engineering reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. Cartridge change sequence was completed at 8:10 am with 12 units of insulin primed through the tubing, then again at 11:02 pm with 21.8 units primed through the tubing. User requested five boluses ranging from 3-5.5 units from 5:02 pm-8:39 pm. Additionally, user made bolus requests without entering current bg and while still having insulin on board (iob). User set a 2 hour temporary rate at 138% of basal insulin at 11:09 pm on (B)(6) 2019, and a 1 hour temporary rate at 75% of basal insulin at 11:10 pm on (B)(6) 2019. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.